Event description:
On (B)(6) 1997 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed that the ivc filter superior tip was located 2.3 centimeter inferior to the inferior margin of left renal vein. Inferior tip of the ivc filter was located near l3-l4 disc space. Superior tip of ivc filter abutted the anterior wall of ivc. Ivc filter did not appear significantly tilted otherwise relative to long axis of ivc. Left anterior strut appeared to extend beyond inferior vena cava (ivc) lumen approximately 6 millimeter and appeared to abut outer surface/serosa of right side of infrarenal abdominal aorta. No significant peri-aortic stranding was evident. Left posterior strut also extended beyond lumen of ivc approximately 6 millimeter and appeared to abut anterior cortex of adjacent vertebral body. Remaining 4 ivc filter struts appeared to extend similar amount beyond lumen of ivc, however they are extended into surrounding retroperitoneal fat.